Event description:
The customer reported that the system was not able to power on. They suspect that a fuse was blown.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the 12a fuse. The system operates as intended.